Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an incorrect creatinine (cre) result for one patient that was generated by the (B)(4) clinical chemistry analyzer. The initial run gave a cre result of 299.1 umol/l without any flags and the reaction monitor was abnormal. The customer then reran the sample, on the same day, and gave a result of 45.1 umol/l without any flags and the reaction monitor was normal. The incorrect result was not reported out of the laboratory. It is unknown if patient treatment was affected in this event.

Manufacturer narrative:
The sample collection is heparinised plasma. No further information was supplied by the customer. No root cause has yet been identified.